Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 5.0-5.1cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. It is believed this is consistent with the observation from the field of inadequate capture.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for high lead impedance. Increased impedance and capture threshold were also observed. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.